Event description:
Received subpoena from attorney representing a physician in a medical malpractice action. Subpoena states "at issue in said action is surgical treatment provided at medical center to the pt by dr., while utilizing a trocar mfg by ethicon, inc. It is believed that a locking mechanism of the trocar may have malfunctioned during the procedure." Subpoena does not specify a product code.